Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(catalog, serial). The cause of the positioning issue was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 68-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e. The procedure was performed in the cardiac catheterization laboratory. During the course of care, the cardiac catheterization laboratory registered nurse reported that the managing physician was unable to reposition the impella cp following placement of extracorporeal membrane oxygenation (ECMO) catheters. Due to the inability to reposition the device as needed, the physician elected to exchange and replace the impella cp catheter. Following exchange, the new impella cp catheter was successfully repositioned as needed and was confirmed to be in appropriate position. No further device-related concerns were reported at that time.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.